Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat]. Laryngeal discomfort [pharyngolaryngeal discomfort]. Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of foreign body in throat in a male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body in throat (serious criteria gsk medically significant), pharyngolaryngeal discomfort and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the foreign body in throat, pharyngolaryngeal discomfort and accidental device ingestion were unknown. It was unknown if the reporter considered the foreign body in throat, pharyngolaryngeal discomfort and accidental device ingestion to be related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the patient using new poligrip sa (probably 40 g) told the reporter that he accidentally ingested a small amount (serious criteria gsk medically significant), which then attached to the throat (serious criteria gsk medically significant), causing a scratchy throat (seriousness: non-serious). No further information will be provided due to the refusal of the reporting non-health professional.